Event description:
It was reported that during a laparoscopic cholecystectomy, one device jammed on a vessel and was pulled off to remove, with no tissue damage. With the other device, clips were not deploying and some clips were not holding or forming. A different clip applier was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.